Event description:
Customer has been experiencing high blood glucose. The current blood glucose reading is 348 mg/dl. The nursing home treated her with manual injection. Customer experienced thirst, tired and no energy. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.